Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the fs freedom lite meter were reviewed and the dhrs showed thefs freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc glucose meter powers on with button press, however, not with strip insertion. As a result, the customer was unable to obtain readings and experienced a loss of consciousness. Emergency services arrived at the customer's home and customer was treated with sugar for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.